Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.1 inr. The result from a laboratory using an unknown reagent was 4.7 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips lot 322640 were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322640) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.